Event description:
(B)(4) received a call on 09/08/2016 reporting a medical intervention that occurred on (B)(6) 2016 between 8:30-9:00pm. Patient (B)(6) called in stating that her prodigy meter was giving high readings. While prodigy customer service center representative(cccr) was gathering information regarding the medical intervention, (B)(6) disconnected the call. Cccr attempted to immediately contact (B)(6) and received no answer. Cccr left a voicemail for (B)(6) to contact us back regarding the previous conversation. Cccr was able to make subsequent contact with (B)(6) via phone to further troubleshoot and to gather information from the medical event. (B)(6) stated that the problem had already "been taken care of", declined further troubleshooting and requested not to be contacted again.